Manufacturer narrative:
The user facility submitted medwatch mw5109380 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced hypotension when a spectrum pump programmed to deliver levophed did not deliver the programmed dose. During therapy, the pump generated an alarm for upstream occlusion and the nurse resolved the alarm. The display screen of the pump indicated that infusion was in progress, however the drug was not being delivered to the patient. Subsequently, the patient became hypotensive with mean arterial pressure (map) dropping into the 40s. The pump was immediately switched and therapy was resumed on the new pump and the patient's map level normalized. No additional information is available.